Manufacturer narrative:
The dfh-0012, 19 g packer/chang iol cutter with inspection port was manufactured on 10/20/2009 and distributed to dr. (B)(6) on (B)(6) 2009. The instrument appeared to have dried viscoelastic residue on the surface. The tine near where the blade broke off is discolored with some corrosion and some portions of the remaining components are heavily corroded. It appears that the break is due to normal wear and tear.

Event description:
The ophthalmic surgeon stated on the second cut to remove an implanted iol, the top blade broke off of a dfh-0012, 19 g packer/chang iol cutter with inspection port. There was no pt impact and recovery was uneventful. The blade was removed during surgery.